Event description:
It was reported by the patient that they received four shocks from their device. The patient indicated that they were having stabbing pains in their chest off and on all day. Their right elbow was aching and then they felt a jab in their heart. The patient took nitroglycerin. Follow-up was attempted with the physician; however, no additional information was obtained. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.